Event description:
Gastrostomy tube was placed in early september. When the abbott clinical nurse educator visited the patient, the triangular skin flange had completely disappeared beneath the skin and was palpable under the skin. The patient went to the emergency department. Additional information obtained october 12, 2010, indicated the tube and flange were removed by surgery (mini-laparotomy), and a new peg tube was inserted.

Manufacturer narrative:
(B)(4): the abbott clinical nurse educator suspects the patient, who is intellectually disabled, has been constantly interfering with flange. The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number 51364, that is marketed domestically. If additional information/clarification is obtained, a follow-up medwatch will be submitted. (B)(4)